Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular stylet exhibited difficulty being removed. The lead was not implanted and replaced successfully.